Event description:
It was reported that during a laparoscopic cholecystectomy procedure (1) er320 was used. The surgeon attempted to ligate the cystic artery but upon fully squeezing the handles, the clips were not fully occlusive. The clips were partially open. The case was completed with another device and there was an extended o.r. Time of five minutes.